Event description:
It was reported by customer that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was not provided at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer stated the display screen is blank and declined troubleshooting due to needing batteries. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).